Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore under her left breast. The patient reported that she had been using the prepackaged defibrillation gel on the electrodes. The patient was retrained in the proper use of the gel packets. The patient's doctor advised the patient to use neosporin on the area and was issued new garments. Follow-up indicated the patient's irritation was improving.